Event description:
It was reported that the user¿s family requested a pump replacement after observing dosing stopped alerts and concern for insulin leakage that appeared to originate from the infusion set tubing, while the pump also displayed dosing stops soon and sensor reconnecting notifications due to the dexcom g7 not being paired to the ilet. Symptoms included no reported changes in blood glucose. Outcomes included no medical intervention, no hospitalization, and no impact to daily activities reported. Investigation included review of device alert history and remote troubleshooting guidance to re-pair the cgm and reconnect the infusion set for functional assessment. Investigation of this case revealed alert activity consistent with dosing stopped and cgm not paired, with no evidence in device history indicating a pump malfunction. It was concluded that the device functioned as expected and that the event was attributable to cgm pairing loss and unresolved infusion set or tubing issues rather than a pump failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.